Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, medical report was provided for review. Based on the review of medical records, the patient underwent placement of a powerport implantable port via the right internal jugular vein for endocervical cancer treatment, with appropriate positioning and no immediate complications. Subsequently, the patient developed mild erythema with protrusion and a small open area at the port site, followed by a skin infection. Later, the port was removed, with complete extraction of the catheter and closure of the pocket, and the patient tolerated the procedure without complications. Therefore, it can be confirmed the material protrusion / extrusion and patient had experienced unspecified infection, thrombosis, erythema. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2015, a patient underwent port placement procedure via the right internal jugular vein for chemotherapy related to endocervical cancer. Approximately eighteen days later, on (B)(6) 2015, the patient was diagnosed mild erythema around the port. Additionally, some protrusion with a slight open area on the right side of port was reported. Approximately, one day later, on (B)(6) 2015, the patient was diagnosed with a skin infection. Approximately, one month and six days later, on (B)(6) 2015, the patient was diagnosed with chest pain. It was further reported that the patient developed blood clot. Subsequently, on (B)(6) 2015, the port was removed. However, the current status of the patient was unknown.